Event description:
It was reported that the pt stated, "the pump never worked at all". When the pump was implanted, it caused uncontrollable pain and discomfort. The catheter had dislodged approximately 6 months after the implant and the device "ruptured". The pt continued to state, "the needle was not removed". Since the removal of the pump, the pt stated his condition had changed and he was having more problems stating, "my life has deteriorated." The pt requires the use of a wheelchair and stated he has no mobility. The pt was diagnosed by CT scan to have cerebral atrophy. No further outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
On (B)(6)-2014 further information was received from the patient along with company representatives which noted the patient&#62688;medical history was unknown at his time. The type of baclofen, concentration, dose and lot number were not provided. At this time, the patient&#62688;managing physician could not be identified. The patient&#62688;alleged malfunctioning baclofen pump was removed in 2007. This was also reported as removed in early 2008. Since the implant malfunctioned &#62921;thin the implantation,&#63508;he patient&#62688;nerves significantly worsened to which the patient experienced continual nerve problems which did not exist before the implant starting malfunctioning. Since the removal of the unit, the patient&#62688;physical condition worsened and he was still experiencing post-op pain. This included high levels of lower back pain because of the damage caused by the alleged malfunctioning device. Before the implant, the patient could walk. However, the patient was now confined to a wheelchair due to the damage caused to the patient&#62688;spine from the malfunctioning unit. Also, due to a brain injury, magnetic resonance imaging (MRI) results now showed the result of damage done from the device and the patient now had arachnoiditis. The patient was in possession of this explanted device. It was unknown what or if troubleshooting occurred regarding these events. The issue was not resolved at the time of this current report and the patient's status was reported as alive with injury. Should additional information be received a supplemental report will be filed.